Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was unable to perform the occlusion, prime and excessive no delivery test, verify motor error, or verify low reservoir alarm due to loose and protruded drive support disk. No unexpected audio alarms, loud noise during operation, or motor noise noted during testing. Motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer's spouse reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that the insulin was squirting out during the manual prime process. The customer's spouse stated that the insulin pump was unable to exit preparing to prime loop. The customer's spouse stated that the drive support cap was sticking out. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.